Event description:
During a follow up, the device was interrogated, and an error message was observed due to data corruption resulting in high voltage therapy being disabled. Technical support was contacted a device reset was performed to resolve this event. The patient was stable.